Manufacturer narrative:
Concomitant medical products: gia6038s - gia6038s gia 60-3.8sgl use reload stap, lot# p2b0073; gia6038l - gia6038l gia 60-3.8sgl use loadingunit, lot# p1j1232. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total gastrectomy, at the time of duodenectomy, when firing was performed, it was stiffer than usual (the tissue was in the duodenum and it was not a special hard tissue). After firing, the loading unit was tried to be exchanged but it stiff and unable to be removed. The loading unit got damaged but could be removed by applying additional force. A new loading unit was loaded and the firing was performed to the gauze for trial. There was no problem with the formation of staples, and connected the third loading and use it, but was discussed in the operating room and replaced it with a new instrument, and took a measure to continue the surgery. There was no problem with the new product. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cartridge cover of the instrument had disengaged. Functionally, the single use loading unit unloaded and loaded repeatedly without difficulty. The single use loading unit and the returned instrument were applied to test media with acceptable results; the knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. It was reported that the device broke, the instrument was difficult to fire but completed the firing sequence, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if an excessive force is applied to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.